Event description:
Caller states that he was obtaining high readings of 267 mg/dl, 233 mg/dl, 220mg/dl on his device, but tested at 77 mg/dl in his doctor's office. No time frame between tests was provided. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.